Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2 which has health professional incorrectly marked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to cable failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k autoclavable camera head does not seem to be detected, colored bars appear during connection. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed. Additional evaluation findings: due to deformation of button (the switches cannot be pressed down smoothly), cable unit is peeled off (the endoscopic image cannot be displayed), and the rear cover is discolored.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.